Event description:
It was reported that this pacemaker stored inappropriate atrial tachy response (atr) episodes due to far field oversensing. Reprogramming was performed and it is planned to continue to monitor this patient. No adverse patient effects were reported. At this time, this device system remains in service.